Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after breakfast while using the ilet system, with glucose rising to 253 mg/dl following a successful infusion set change; the user manually delivered an unannounced ¿ghost meal¿ bolus to hasten correction and was counseled not to use ghost meals due to potential impact on algorithm performance, after which glucose trended down toward 215 mg/dl. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.